Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that interaction with the patient¿s anatomical condition and/or device positioning contributed to the reported mechanical jam with the plunger. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to an interventional ablation procedure. Reportedly, the plunger of a prostyle device could not be depressed. The suture of two new perclose devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There were no reported adverse patient effects. No additional information was provided.